Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed pump was in fair condition with cracked housing. The investigation found that the pump began double beeping immediately on power up. The investigation determined that a faulty downstream sensor was the cause of the reported issue. The clock battery and downstream sensor were replaced.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump was not recognizing the cassette. It was also reported pump exhibited "service due 0." No adverse patient effects were reported.